Manufacturer narrative:
Follow-up # 1: 10/01/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed pump reboots. The battery cap secured properly to the pump, and no power loss, reboot or call service alarm were duplicated when the pump was exercised for 24 hours. The battery cap also measured within specification. Unrelated to the original complaint, during a visual inspection of the pump, it was noted that the battery cap coin slot was damaged and a crack was noted on the battery compartment. The pump also powered on to a dim and discolored display. The pump case was removed, and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.